Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the test, the test result indicated no microbial growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity the exact cause could not be determined at present.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the subject device tested (B)(6) for (B)(6)(>89 cfu). The subject device had been reprocessed using olympus automated endoscope reprocessor model etd (not available in the USA) with peracetic acid. There was no report of patient infection associated with the event.